Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. The complaint narrative noted that the aortic valve was crossed to the left ventricle by the following guidewires: first with a long terumo wire, second with an amplatz wire, and finally with a safari wire. It is not clear from the complaint information which of these wires caused the perforation. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
The patient met the requirements for a 23 mm lotus valve implantation. The aortic valve was crossed to the left ventricle by the following guidewires: first with a long terumo wire, second with an amplatz wire and finally with a safari wire. Prior to the valve introduction, the patient had hypotension requiring volume and inotropic drugs. Once the patient was stabilized, the valve was introduced and advanced to reach its deployment position. The valve was not deployed due to the fact that the echocardiogram showed severe pericardial effusion with cardiac tamponade and a perforation of the left ventricular cavity at the apical region. The valve was retrieved back, and a pericardial drainage was placed. When patient recovered stability, the valve was advanced to the aortic valve without predilatation, being deployed and successfully implanted, with good haemodynamic behaviour. The patient went to the operating room because the pericardial effusion was not resolved despite the pericardial drainage.